Event description:
10/7/93: port-a-cath inserted. Patient in recovery room, unable to draw blood. X-ray taken, noted catheter kinked. Patient returned to o.r. For removal and reinsertion off vital port system.